Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0257, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Additional information was received on 18-aug-2015; with the case # FDA-2014-n-0736-0699. Consumer stated that essure has ruined her life. She started off with bleed for 3 months, then the bloating that makes her look like pregnant. She had severe depression, weight gain, suicidal thoughts, tired and weakness. She did not want to be around no one, had constant stabbing pain, had red bumps all over body (rash that took over her body), loss of sex drive. The constant pain was so bad she had to leave her job. It also gave her severe back issues. She had to have her tubes removed in (B)(6) 2014 and she was told it was all out, but she was still having issues. Her doctors recommend a hysterectomy and leave the ovaries if able; unfortunately her right ovary was covered in cyst that it had to be removed. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert ) inserted and had constant stabbing pain (interpreted as pelvic pain), she bled for 3 months (interpreted as genital bleeding), had severe depression, suicidal thoughts. She underwent a salpingectomy and later a hysterectomy and it was found that her right ovary was covered in cyst and it had to be removed. These events were considered serious due to medical significance. Pelvic pain and genital bleeding are listed events in the reference safety information for essure while the remaining events are unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, given the nature of the event bled for 3 months and in the lack of an alternative explanation, causality with essure cannot be excluded. Pelvic pain may occur after essure insertion. In the present case consumer had ovarian cyst, which could be an alternative explanation for this event; however, given the nature of the event a contributory role of essure cannot be excluded. After essure insertion, a woman may regret her decision to undergo permanent sterilization and experience mild depression; however, neither major depression, nor suicidal ideation is expected. Depression is a highly prevalent disorder and its pathogenesis involves genetic, social and psychologic factors. Considering the pathophysiology of the event severe depression, suicidal thoughts and essure's local effect in the fallopian tubes, this event was assessed as unrelated to essure. Also, regarding event right ovary was covered in cyst, given the pathophysiology of this event and essure's local effect in the fallopian tubes causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention. A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert ) inserted and had constant stabbing pain (interpreted as pelvic pain), she bled for 3 months (interpreted as genital bleeding), had severe depression, suicidal thoughts. She underwent a salpingectomy and later a hysterectomy and it was found that her right ovary was covered in cyst and it had to be removed. These events were considered serious due to medical significance. Pelvic pain and genital bleeding are listed events in the reference safety information for essure while the remaining events are unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, given the nature of the event bled for 3 months and in the lack of an alternative explanation, causality with essure cannot be excluded. Pelvic pain may occur after essure insertion. In the present case consumer had ovarian cyst, which could be an alternative explanation for this event; however given the nature of the event a contributory role of essure cannot be excluded. After essure insertion, a woman may regret her decision to undergo permanent sterilization and experience mild depression; however neither major depression, nor suicidal ideation is expected. Depression is a highly prevalent disorder and its pathogenesis involves genetic, social and psychologic factors. Considering the pathophysiology of the event severe depression, suicidal thoughts and essure's local effect in the fallopian tubes, this event was assessed as unrelated to essure. Also, regarding event right ovary was covered in cyst, given the pathophysiology of this event and essure's local effect in the fallopian tubes causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.